Event description:
When the ventilator triggers an alarm it also triggers the nurse call system (simplex grinnell ez-care), the ventilator resets itself and so should the nurse call, but in some instances the vent nurse call port gets stuck or locks and keeps sending a signal to the nurse call system even if the vent is not alarming. We have to bag patient and reset power to vent to clear. Sometimes it does not work so we have to remove vent and install another vent.====================== manufacturer response for ventilator, (brand not provided)======================we have complained several times over the past year, we have changed cables as they requested. They have been unable to find out the cause.